Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) migration of essure device"), uterine perforation ("one essure migrated and subsequently perforated the uterus/ migration of essure device location of device: the coil had perforated my uterus/ perforation (uterus)"), device breakage ("one essure broke in several pieces"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("heavy menstrual bleeding/ pronloged menstruation/ menorrhagia"), ovarian cyst ("cyst on right ovary") and pelvic pain ("severe pelvic pain/ pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis, retinitis pigmentosa, hyperthyroidism, kidney stones, renal surgery, cholecystectomy, anxiety, asthma, chronic kidney disease, disorder thyroid, amenorrhea, smear cervix abnormal, human papilloma virus infection, lung disease, thrombophlebitis, endometriosis, diabetes mellitus, heart disease, unspecified, ache, autoimmune disorder and oophorectomy in 2007. Previously administered products included for birth control: depo provera from (B)(6) 2012 to (B)(6) 2015, loestrin from 2007 to (B)(6) 2012, femcon from 2007 to (B)(6) 2012 and trinessa from 2006 to 2007. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair), prednisone, salbutamol sulfate (albuterol sulfate) and sulfamethoxazole;trimethoprim (bactrium ds). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("complications or problems that occurred at the time of your essure placement procedure:I experienced intense pain which I was not expecting"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal swelling, when not menstruating / stomach swelling / bloating"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes") and the first episode of rash ("rashes"). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), the second episode of rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: intramural leiomyoma of the uterus and uterine fibroids"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), vaginal infection ("vaginal infections"), anxiety ("worsening of anxiety"), rash pruritic ("abdominal rashes and itching"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuations"), complication of device removal ("strong possibility that one of the pieces of the broken essure was still inside her body"), bladder prolapse ("prolapsed bladder from weight of the uterus") and pain in extremity ("leg pain"). The patient was treated with surgery (hysteroscopy with novasure endometrial ablation, laparoscopic assisted hysterectomy with right salpingectomy, left salpingo-oophorectomy, cyst removal on (B)(6) 2015, endometrial ablation in (B)(6) 2012, hysterectomy and total hysterectomy and right salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, ovarian cyst, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menstrual disorder, migraine, vaginal discharge, vaginal infection, dyspareunia, anxiety, rash pruritic, alopecia, dysgeusia, fatigue, weight fluctuation, complication of device removal, bladder disorder, urinary tract disorder, uterine leiomyoma, weight decreased, weight increased, bladder prolapse, pain in extremity, procedural pain, the last episode of rash and skin disorder outcome was unknown and the uterine haemorrhage, menorrhagia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, bladder prolapse, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain in extremity, pelvic pain, procedural pain, rash pruritic, skin disorder, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal infection, weight decreased, weight fluctuation, weight increased, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: her cervix, uterus and right fallopian tube were removed. Since removal surgery, her symptoms have mostly resolved, though some remain. Bilateral very lateral tube .after the procedure ,the patient had 6 coils on the left 4 on the right description of procedure: the essure was a deployed 4 coils visible. Attention was then turned to left tube. The essure was deployed without any difficulty 6 coils were present. Reported lot numbers dk11849, 922602, 948832 were considered invalid by quality department. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Computerised tomogram: on an unknown date: abnormal thyroid; on (B)(6) 2010: impression: small cyst of the right lobe, an incidental th1cling, otherwise normal thyroid ultrasound. Bilateral diagnostic mammogram : impression: there no monographic evidence for malignancy. Hysterosalpingogram: on (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan: in (B)(6) 2015: results: cyst on right ovary. Weight: on an unknown date: currently has 120 pounds. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ¿abnormal uterine bleeding¿ extracted from medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: plaintiff fact sheet received. Added medical history. Added events skin disorder and new episode of rash. Updated as reported term for menorrhagia. Added surgery treatment for pelvic pain; event was upgraded to medically significant. Added onset date for abdominal distension, bladder disorder. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device"), uterine perforation ("one essure migrated and subsequently perforated the uterus/ migration of essure device location of device: the coil had perforated my uterus/ perforation (uterus)"), device breakage ("one essure broke in several pieces"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("heavy menstrual bleeding/ pronloged menstruation/") and ovarian cyst ("cyst on right ovary") in a 42-year-old female patient who had essure (batch nos. 922602 invalid, 948832 invalid and dk11849 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sarcoidosis, retinitis pigmentosa, hyperthyroidism, kidney stones, renal surgery, cholecystectomy, anxiety, asthma, chronic kidney disease, disorder thyroid, amenorrhea, smear cervix abnormal, human papilloma virus infection, lung disease, thrombophlebitis, endometriosis, diabetes mellitus, heart disease, unspecified, ache and autoimmune disorder. Previously administered products included for birth control: depo provera from 12-apr-2012 to 12-jul-2015, loestrin from 2007 to 8-jun-2012, femcon from 2007 to 8-jun-2012 and trinessa from 2006 to 2007. Concomitant products included prednisone. On (B)(6) 2012, the patient had essure inserted and removed on (B)(6) 2015. In december 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), urinary tract disorder ("urinary problems or changes") and rash ("rashes"). In 2013, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In july 2013, the patient experienced alopecia ("hair loss"). In december 2013, the patient experienced vaginal discharge ("vaginal discharge"). In march 2014, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: intramural leiomyoma of the uterus and uterine fibroids"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal swelling, when not menstruating / stomach swelling / bloating"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), vaginal infection ("vaginal infections"), anxiety ("worsening of anxiety"), rash pruritic ("abdominal rashes and itching"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuations"), complication of device removal ("strong possibility that one of the pieces of the broken essure was still inside her body"), bladder disorder ("bladder or urinary problems or changes"), bladder prolapse ("prolapsed bladder from weight of the uterus") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic assisted hysterectomy with right salpingectomy), surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (hysteroscopy with novasure endometrial ablation), surgery (endometrial ablation in dec-2012) and surgery (cyst removal on (B)(6) 2025). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, ovarian cyst, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, uterine pain, menstrual disorder, migraine, vaginal discharge, vaginal infection, dyspareunia, anxiety, rash pruritic, alopecia, dysgeusia, fatigue, weight fluctuation, complication of device removal, bladder disorder, urinary tract disorder, rash, uterine leiomyoma, weight decreased, weight increased, bladder prolapse and pain in extremity outcome was unknown and the uterine haemorrhage, menorrhagia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, bladder prolapse, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain in extremity, pelvic pain, rash, rash pruritic, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: her cervix, uterus and right fallopian tube were removed. Since removal surgery, her symptoms have mostly resolved, though some remain. Bilateral very lateral tube .after the procedure ,the patient had 6 coils on the left 4 on the right description of procedure: the essure was a deployed 4 coils visible. Attention was then turned to left tube. The essure was deployed without any difficulty 6 coils were present. Reported lot numbers dk11849, 922602, 948832 were considered invalid by quality department. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-nov-2012: total bilateral occlusion ultrasound scan - in april 2015: cyst on right ovary. Abnormal thyroid seen on CT. CT chest from (B)(6) 2010 : impression: small cyst of the right lobe, an incidental th1cling, otherwise normal thyroid ultrasound. Bilateral diagnostic mammogram : impression: there no monographic evidence for malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ¿abnormal uterine bleeding¿ extracted from medical records. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received - outcome for the events "stomach swelling, menorrhagia and uterine bleeding" were added. Historical drug were added. Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device"), uterine perforation ("one essure migrated and subsequently perforated the uterus/ migration of essure device location of device: the coil had perforated my uterus/ perforation (uterus)"), device breakage ("one essure broke in several pieces"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("heavy menstrual bleeding/ pronloged menstruation/") and ovarian cyst ("cyst on right ovary") in a 42-year-old female patient who had essure (batch no. Dk11849 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sarcoidosis, retinitis pigmentosa, hyperthyroidism, kidney stones, renal surgery, cholecystectomy, anxiety, asthma, chronic kidney disease, disorder thyroid, amenorrhea, smear cervix abnormal, human papilloma virus infection, lung disease, thrombophlebitis, endometriosis, diabetes mellitus, heart disease, unspecified, ache and autoimmune disorder. Concomitant products included prednisone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), urinary tract disorder ("urinary problems or changes") and rash ("rashes"). In 2013, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal swelling, when not menstruating"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), vaginal infection ("vaginal infections"), anxiety ("worsening of anxiety"), rash pruritic ("abdominal rashes and itching"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuations"), complication of device removal ("strong possibility that one of the pieces of the broken essure was still inside her body"), bladder disorder ("bladder or urinary problems or changes"), uterine leiomyoma ("tumor / teratoma / cancer type: intramural leiomyoma of the uterus and uterine fibroids"), bladder prolapse ("prolapsed bladder from weight of the uterus") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic assisted hysterectomy with right salpingectomy), surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (hysteroscopy with novasure endometrial ablation), surgery (endometrial ablation in (B)(6) 2012) and surgery (cyst removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, uterine haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, uterine pain, abdominal distension, menstrual disorder, migraine, vaginal discharge, vaginal infection, dyspareunia, anxiety, rash pruritic, alopecia, dysgeusia, fatigue, weight fluctuation, complication of device removal, bladder disorder, urinary tract disorder, rash, uterine leiomyoma, weight decreased, weight increased, bladder prolapse and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, bladder prolapse, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain in extremity, pelvic pain, rash, rash pruritic, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: her cervix, uterus and right fallopian tube were removed. Since removal surgery, her symptoms have mostly resolved, though some remain. Bilateral very lateral tube .after the procedure ,the patient had 6 coils on the left 4 on the right description of procedure: the essure was a deployed 4 coils visible. Attention was then turned to left tube. The essure was deployed without any difficulty 6 coils were present. Reported lot numbers dk11849, 922602, 948832 were considered invalid by quality department diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion ultrasound scan - in (B)(6) 2015: cyst on right ovary. Abnormal thyroid seen on CT. CT chest from (B)(6) 2010 : impression: small cyst of the right lobe, an incidental th1cling, otherwise normal thyroid ultrasound. Bilateral diagnostic mammogram : impression: there no monographic evidence for malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ¿abnormal uterine bleeding¿ extracted from medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality department confirmed lot number is invalid - no update of ptc investigation will be performed (described in comment section since lot-number field may contain maximum 15 characters) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device"), uterine perforation ("one essure migrated and subsequently perforated the uterus/ migration of essure device location of device: the coil had perforated my uterus/ perforation (uterus)"), device breakage ("one essure broke in several pieces"), menorrhagia ("heavy menstrual bleeding/ pronloged menstruation/ ") and ovarian cyst ("cyst on right ovary") in a 42-year-old female patient who had essure (batch no. Dk11849) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included prednisone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), urinary tract disorder ("urinary problems or changes") and rash ("rashes"). In 2013, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal swelling, when not menstruating"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), vaginal infection ("vaginal infections"), anxiety ("worsening of anxiety"), rash pruritic ("abdominal rashes and itching"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuations"), complication of device removal ("strong possibility that one of the pieces of the broken essure was still inside her body"), bladder disorder ("bladder or urinary problems or changes"), uterine leiomyoma ("tumor / teratoma / cancer type: intramural leiomyoma of the uterus and uterine fibroids"), bladder prolapse ("prolapsed bladder from weight of the uterus") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic assisted hysterectomy with right salpingectomy), surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (endometrial ablation in (B)(6) 2012) and surgery (cyst removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, menorrhagia, ovarian cyst, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, uterine pain, abdominal distension, menstrual disorder, migraine, vaginal discharge, vaginal infection, dyspareunia, anxiety, rash pruritic, alopecia, dysgeusia, fatigue, weight fluctuation, complication of device removal, bladder disorder, urinary tract disorder, rash, uterine leiomyoma, weight decreased, weight increased, bladder prolapse and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, bladder prolapse, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain in extremity, pelvic pain, rash, rash pruritic, urinary tract disorder, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: her cervix, uterus and right fallopian tube were removed. Since removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan - in (B)(6) 2015: cyst on right ovary. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Laboratory data, concomitant drug were added. Updated suspect drug indication and added lot number. Added events rashes or skin conditions type: rashes, bladder or urinary problems or changes, tumor / teratoma / cancer type: intramural leiomyoma of the uterus and uterine fibroids, perforation (fallopian tube(s)), weight gain / loss specify which one, prolapsed bladder from weight of the uterus and pain. Updated events onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device"), uterine perforation ("one essure migrated and subsequently perforated the uterus/ migration of essure device location of device: the coil had perforated my uterus/ perforation (uterus)"), device breakage ("one essure broke in several pieces"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("heavy menstrual bleeding/ pronloged menstruation/") and ovarian cyst ("cyst on right ovary") in a 42-year-old female patient who had essure (batch no. Dk11849, 922602, 948832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sarcoidosis, retinitis pigmentosa, hyperthyroidism, kidney stones, renal surgery, cholecystectomy, anxiety, asthma, chronic kidney disease, disorder thyroid, amenorrhea, smear cervix abnormal, human papilloma virus infection, lung disease, thrombophlebitis, endometriosis, diabetes mellitus, heart disease, unspecified, ache and autoimmune disorder. Concomitant products included prednisone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), urinary tract disorder ("urinary problems or changes") and rash ("rashes"). In 2013, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal swelling, when not menstruating"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), vaginal infection ("vaginal infections"), anxiety ("worsening of anxiety"), rash pruritic ("abdominal rashes and itching"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuations"), complication of device removal ("strong possibility that one of the pieces of the broken essure was still inside her body"), bladder disorder ("bladder or urinary problems or changes"), uterine leiomyoma ("tumor / teratoma / cancer type: intramural leiomyoma of the uterus and uterine fibroids"), bladder prolapse ("prolapsed bladder from weight of the uterus") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic assisted hysterectomy with right salpingectomy), surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (hysteroscopy with novasure endometrial ablation), surgery (endometrial ablation in (B)(6) 2012) and surgery (cyst removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, uterine haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, uterine pain, abdominal distension, menstrual disorder, migraine, vaginal discharge, vaginal infection, dyspareunia, anxiety, rash pruritic, alopecia, dysgeusia, fatigue, weight fluctuation, complication of device removal, bladder disorder, urinary tract disorder, rash, uterine leiomyoma, weight decreased, weight increased, bladder prolapse and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, bladder prolapse, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain in extremity, pelvic pain, rash, rash pruritic, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, uterine pain, uterine perforation, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: her cervix, uterus and right fallopian tube were removed. Since removal surgery, her symptoms have mostly resolved, though some remain. Bilateral very lateral tube .after the procedure ,the patient had 6 coils on the left 4 on the right description of procedure: the essure was a deployed 4coils visible. Attention was then turned to left tube. The essure was deployed without any difficulty 6 coils were present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan - in (B)(6) 2015: cyst on right ovary . Abnormal thyroid seen on CT. CT chest from (B)(6) 2010 : impression: small cyst of the right lobe, an incidental th1cling, otherwise normal thyroid ultrasound. Bilateral diagnostic mammogram : impression: there no monographic evidence for malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ¿abnormal uterine bleeding¿ extracted from medical records. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received : patient and product information updated (lot number added) and the event "abnormal uterine bleeding" added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device"), uterine perforation ("one essure migrated and subsequently perforated the uterus/ migration of essure device location of device: the coil had perforated my uterus/ perforation (uterus)"), device breakage ("one essure broke in several pieces"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("heavy menstrual bleeding/ pronloged menstruation/") and ovarian cyst ("cyst on right ovary") in a 39-year-old female patient who had essure (batch no. Dk11849 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sarcoidosis, retinitis pigmentosa, hyperthyroidism, kidney stones, renal surgery, cholecystectomy, anxiety, asthma, chronic kidney disease, disorder thyroid, amenorrhea, smear cervix abnormal, human papilloma virus infection, lung disease, thrombophlebitis, endometriosis, diabetes mellitus, heart disease, unspecified, ache and autoimmune disorder. Previously administered products included for birth control: depo provera from 12-apr-2012 to 12-jul-2015, loestrin from 2007 to 8-jun-2012, femcon from 2007 to 8-jun-2012 and trinessa from 2006 to 2007. Concomitant products included bactrim (bactrium ds), fluticasone propionate w/salmeterol (advair diskus), prednisone and salbutamol sulfate (albuterol sulfate). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced procedural pain ("complications or problems that occurred at the time of your essure placement procedure:I experienced intense pain which I was not expecting"). In december 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), urinary tract disorder ("urinary problems or changes") and rash ("rashes"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In july 2013, the patient experienced alopecia ("hair loss"). In december 2013, the patient experienced vaginal discharge ("vaginal discharge"). In march 2014, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: intramural leiomyoma of the uterus and uterine fibroids"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal swelling, when not menstruating / stomach swelling / bloating"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), vaginal infection ("vaginal infections"), anxiety ("worsening of anxiety"), rash pruritic ("abdominal rashes and itching"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuations"), complication of device removal ("strong possibility that one of the pieces of the broken essure was still inside her body"), bladder disorder ("bladder or urinary problems or changes"), bladder prolapse ("prolapsed bladder from weight of the uterus") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic assisted hysterectomy with right salpingectomy), surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (hysteroscopy with novasure endometrial ablation), surgery (endometrial ablation in dec-2012) and surgery (cyst removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, ovarian cyst, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, uterine pain, menstrual disorder, migraine, vaginal discharge, vaginal infection, dyspareunia, anxiety, rash pruritic, alopecia, dysgeusia, fatigue, weight fluctuation, complication of device removal, bladder disorder, urinary tract disorder, rash, uterine leiomyoma, weight decreased, weight increased, bladder prolapse, pain in extremity and procedural pain outcome was unknown and the uterine haemorrhage, menorrhagia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, bladder prolapse, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain in extremity, pelvic pain, procedural pain, rash, rash pruritic, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: her cervix, uterus and right fallopian tube were removed. Since removal surgery, her symptoms have mostly resolved, though some remain. Bilateral very lateral tube .after the procedure ,the patient had 6 coils on the left 4 on the right description of procedure: the essure was a deployed 4 coils visible. Attention was then turned to left tube. The essure was deployed without any difficulty 6 coils were present. Reported lot numbers dk11849, 922602, 948832 were considered invalid by quality department . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-nov-2012: total bilateral occlusion. Ultrasound scan - in april 2015: cyst on right ovary . Abnormal thyroid seen on CT. CT chest from 07-jun-2010 : impression: small cyst of the right lobe, an incidental th1cling, otherwise normal thyroid ultrasound. Bilateral diagnostic mammogram : impression: there no monographic evidence for malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ¿abnormal uterine bleeding¿ extracted from medical records. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: event "complications or problems that occurred at the time of your essure placement procedure:I experienced intense pain which I was not expecting", concomittant drug added from pfs. Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one essure migrated and subsequently perforated the uterus"), device breakage ("one essure broke in several pieces"), menorrhagia ("heavy menstrual bleeding/ prolonged menstruation") and ovarian cyst ("cyst on right ovary") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain;"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), pelvic pain ("severe pelvic pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal swelling, when not menstruating"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dyspareunia ("painful intercourse"), anxiety ("worsening of anxiety"), rash pruritic ("abdominal rashes and itching"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and complication of device removal ("strong possibility that one of the pieces of the broken essure was still inside her body"). The patient was treated with surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (total hysterectomy and right salpingectomy on (B)(6) 2015), surgery (endometrial ablation in (B)(6) 2012) and surgery (cyst removal on (B)(6) 2015). At the time of the report, the uterine perforation, device breakage, menorrhagia, ovarian cyst, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, uterine pain, abdominal distension, menstrual disorder, migraine, vaginal discharge, vaginal infection, dyspareunia, anxiety, rash pruritic, alopecia, dysgeusia, fatigue, weight fluctuation and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash pruritic, uterine pain, uterine perforation, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: her cervix, uterus and right fallopian tube were removed. Since removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes ultrasound scan - in (B)(6) 2015: cyst on right ovary. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.